Event description:
It was reported that an infusor patient control module (pcm) watch had a loose and partially detached button. The reporter stated that after removing the securing clip, the spring tension under the button caused the back-plate to partially detach from the body. The reporter tested a device of lot 14c030 and found that the unit over delivered, allowing a flow of 3.2 ml per hour from the infusor without pressing the button. There was no patient involvement as this was identified before patient use. No additional information is available. This is report 47 of 58.

Manufacturer narrative:
(B)(4). Lot number: the lot was either 14b059 or 14c030. Lot 14b059 was manufactured from february 25, 2014 to march 3, 2014. Lot 14c030 was manufactured from march 20, 2014 to april 2, 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for lots 14b059 and 14c030 with no issues noted during the manufacturing process for either lot. There were no deviations from standard procedure and no exceptions related to the reported condition were noted for either lot. Should additional relevant information become available, a supplemental report will be submitted.